Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2012 and mesh was implanted. The patient was readmitted to the hospital on (B)(6) 2012 for an ileus. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic bilateral inguinal hernia repair (B)(6) 2012 and mesh was implanted. The patient presented to the hospital with abdominal distention and no bowel movement on (B)(6) 2012. A CT scan of the abdomen and pelvic was done. The patient was diagnosed with an ileus. Medication given alprazolam, citalopram, aricept, lovastatin. Patient is now doing well.

Manufacturer narrative:
(B)(4). Ileus occurred. Ileus occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.